Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep was not certain of the cause of the (B)(6) 2019 motor stall. It was unknown if the patient had an MRI at this time or experienced any symptoms as a result of this motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient with an implantable pump for non-malignant pain. The pump administered the following medications: fentanyl (concentration: 2000 mcg/ml, dose rate: 1898.2 mcg/day), clonidine (concentration: 803.9 mcg/ml, dose rate: 762.97 mcg/day), bupivacaine (concentration: 4.0 mg/ml, dose rate: 3.7963 mcg/day), and hydromorphone (concentration: 3.5 mg/ml, dose rate: 3.3218 mg/day). It was reported that a prolonged motor stall event occurred. The patient had magnetic resonance imaging (MRI) performed late at night on (B)(6) 2019. The company representative was called in to check pump and check the logs the next morning to make sure the pump motor had recovered after MRI. When the company representative initiated telemetry, a warning on their programmer stated that pump motor was still stalled. The company representative checked the logs and noted that the pump stalled during MRI on (B)(6) 2019 at 10:15 pm but did not recover. The logs showed the that the motor was stalled for more than 2 hours. The read the pump at around 10:20 am the next day when they had noted that their programmer stated the pump was still in a stall. The company representative closed out the program and re-read the pump and then noted that no more warning came up on their programmer screen. They checked the logs again and it stated a pump motor stall recovery at 10:28 am. As per the per the logs provided, a critical alarm regarding motor stall occurred on (B)(6) 2019 at 10:15 pm (regarding the timing of the MRI), followed by a motor stall recovery on (B)(6) 2019 at 10:28 am. It was indicated that it appeared as though telemetry was able to get the pump running again. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was further noted that there were no other factors that were noticed aside from the MRI having stalled the pump and it did not recover until they initiated telemetry. The issue regarding the stall from the MRI was noted as having been resolved. No surgical intervention occurred or was planned. The patient was without injury regarding their status at the time of the report. Also, per the logs provided however, a prior critical alarm regarding motor stall occurred on (B)(6) 2019 at 2:22 pm followed by a motor stall recovery on (B)(6) 2019 at 3:27 am. The pump remained implanted and in-service. The patient¿s medical history was noted as having been requested but would not be made available. No further patient complications have been reported as a result of this event.